Event description:
It was reported that the patient was take to the emergency room (ER) by ambulance and was diagnosed with blood glucose (bg) values dropped to 33 mg/dl. For treatment, the patient was given intravenous (IV) dextrose. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 2.5 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.